Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient was having some type of procedure and that they were getting interference of some kind on their equipment. The patient had two implanted neurostimulators. The operating room wanted to shut off the patient's device. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.